Manufacturer narrative:
No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported button error alarm. The customer's blood glucose was 409 mg/dl at the time of the call. Troubleshooting found the customer changed the battery and nothing happened. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.